Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose at 69 mg/dl after exercise while connected to the ilet, following a prior correction and a meal announcement that kept glucose elevated at 230 mg/dl, with oral glucose taken when low. The event involved user procedure issues related to meal size announcement and insulin-on-board awareness and pertained to the user interface. Symptoms included hypoglycemia with malaise. Outcomes included unexpected medical intervention in the form of oral carbohydrate treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure or method linked to user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.